Manufacturer narrative:
Based on the information provided, the device did not pass the operational check, indicating a failure in the ECG cable test. Rse guide the customer to replace the ECG cables. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporting address line 1: no.(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had ECG cable fault. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.